Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 5pm on (B)(6). The patient reported obtaining blood glucose readings of 110 and 111mg/dl on the subject meter, the time difference between these results exceeded 20 minutes. The patient manages their diabetes with metformin and humalog. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of "sweaty" 15 minutes after the start of the alleged issue. The patient denied receiving any treatment for this symptom. Replacement products were sent to the patient. This complaint is being reported because the patient developed a serious symptom associated with hypoglycemia after the alleged issue began.